Manufacturer narrative:
It was reported that after valve implantation the leaflets were not opening properly was reported. The valve was returned to abbott and the investigation found no anomalies were found with the leaflets, and functional testing at the time of manufacturing indicated the valve functioned normally. No tissue was noted anywhere on the device. The valve was sent for functional testing at the engineering test lab. During this test, which ensures proper leaflet coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the effective orific area valve was 2.26 and the regurgitant fraction value was 9.3%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The cause of reported event could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm masters series heart coated aortic valved graft was selected for implant. During device preparation, the leaflets were moving normally when tested with regular testing. During procedure, the lobe became stuck and was removed from the patient. Outside of the patient, the leaflet movement was tested again and the issue persisted. It was exchanged for a new 25mm masters series heart coated aortic valved graft, which was successfully implanted. The patient was reported to be in stable condition.